Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that they used two different tubes and they are unable to prime the tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 as lvp 20d dehp 2ss cv tubing sets would not prime, and bulged when trying to force fluid through. The following information was provided by the initial reporter: "the nursing staff have used two different tubes. They are not allowing them to prime the tubing. It bulges when trying force the fluids through."